Event description:
Follow up report needed to address updated analysis.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tactiflex catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. In addition, the log files showed contact force was not reset after device insertion. The ¿reset required¿ and ¿check baseline¿ error messages were displayed along with a corresponding elevated baseline. The ensite x ep system contact force module instructions for use states "baseline operation should be checked regularly and if necessary reset to zero, especially under the following circumstances: after the first insertion of the catheter into the body. After reinsertion into the patient¿s body after retraction through a sheath. When the message 'check contact force baseline' displays." And "position the catheter in a free-floating (non-contact) position inside the heart to prepare for a manual baseline reset" and "when the catheter is in a free-floating position, the force value will not be around zero if baseline drift has occurred." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3005334138. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tactiflex catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. In addition, the log files showed contact force was not reset after device insertion. The ¿reset required¿ and ¿check baseline¿ error messages were displayed along with a corresponding elevated baseline. The ensite x ep system contact force module instructions for use states "baseline operation should be checked regularly and if necessary reset to zero, especially under the following circumstances: after the first insertion of the catheter into the body. After reinsertion into the patient¿s body after retraction through a sheath. When the message 'check contact force baseline' displays." And "position the catheter in a free-floating (non-contact) position inside the heart to prepare for a manual baseline reset" and "when the catheter is in a free-floating position, the force value will not be around zero if baseline drift has occurred." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During an ablation procedure for hypertrophic cardiomyopathy related ventricular tachycardia, a cardiac tamponade occurred which was confirmed with x ray and electrocardiography. Surgical repair was attempted but resulted in patient death. The physician entered the coronary sinus with the ablation catheter to investigate epicardial signals related to the patient's ventricular tachycardia. It was noted that the physician opted not to baseline the ablation catheter contact force before entering the coronary sinus with the ablation catheter. Although no issue was observed at the time, 5-10 minutes later, after reentering the left ventricle via aortic access, the physician noticed a fall in blood pressure and immediately took action to investigate the cause. Cardiac tamponade was confirmed with x ray and electrocardiography and a pericardiocentesis was performed. During the following hour, the tamponade was monitored and drained. Contrast agent was also used to confirm a test within the coronary sinus. After 1 hour, the patient had not fully recovered and the bleed remained, requiring surgical intervention to close the tear. The patient passed away from complications related to the surgery they underwent to repair the tamponade. There were no reported performance issues with any abbott device.

Event description:
During an ablation procedure for hypertrophic cardiomyopathy related ventricular tachycardia, a cardiac tamponade occurred which was confirmed with x ray and electrocardiography. Surgical repair was attempted but resulted in patient death. The physician entered the coronary sinus with the ablation catheter to investigate epicardial signals related to the patient's ventricular tachycardia. Although no issue was observed at the time, 5-10 minutes later, after reentering the left ventricle via aortic access, the physician noticed a fall in blood pressure and immediately took action to investigate the cause. Cardiac tamponade was confirmed with x ray and electrocardiography and a pericardiocentesis was performed. During the following hour, the tamponade was monitored and drained. Contrast agent was also used to confirm a test within the coronary sinus. After 1 hour, the patient had not fully recovered and the bleed remained, requiring surgical intervention to close the tear. The patient passed away from complications related to the surgery they underwent to repair the tamponade.